Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm occurred that indicated 0.13 out of 1.5 units of insulin were delivered. There was no impact to the customer's blood glucose level. The customer declined to troubleshoot and indicated the pump is now functioning as expected.